Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw . According to the complaint description the thread slipped when screwing the lock. This malfunction did cause a surgerical delay of about 5 minutes. The device was removed and replaced by another. There was no patient harm. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we performed a visual inspection of the two screws. In the first step, we examined the hexagon of screw "a". The hexagon is severely damaged, most likely due to an improperly applied allen wrench. In the next step, we examined the underside of screw "a". Here we found the typical circular wear of an improperly tightened screw, or a screw tightened over an improperly placed rod. We then checked the thread of "a". The thread shows slight deformations. In the next step, we examined the hexagon of screw "b". This hexagon is also severely damaged, probably due to an improperly placed allen wrench. Then we examined the underside of screw "b". Again, we found the typical circular wear of a screw that was not tightened correctly, or a screw that was tightened over a rod that was not placed correctly. Lastly, we checked the thread of screw "b". The thread of this screw shows slight wear, but no damage or deformation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference: (B)(4).